Event description:
It was reported that pre-dilatation was performed with the voyager balloon catheter twice unsuccessfully prior to removal of the device and discovery that the balloon had ruptured. The lesion site was located in the concentric, de novo, non-calcified and non-tortuous proximal left anterior descending artery. The balloon catheter was first dilated for 10 seconds at 6 atmospheres but was not able to inflate further and was therefore removed. After re-insertion of the device a second inflation reached 8 atmospheres for 10 seconds but was again unable to increase further. Upon withdrawal, the physician noted the ruptured balloon and replaced it with another voyager rx to complete the procedure. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough super floppy. Guide cath: heartrail jl4.0. Evaluation summary: evaluation of the returned catheter revealed blood visible in and on the inflation lumen and the balloon, on the shaft and in the guide wire lumen. There was also contrast visible in the inflation lumen and the balloon, which was loosely-folded. This is consistent with the reported use of the device and a leak or balloon rupture. A new indeflator was used in an attempt to pressurize the catheter, but the balloon did not inflate due to the blood and contrast noted in the inflation lumen. Therefore, the device was left pressurized overnight to dissolve the blood and contrast. Another attempt to pressurize the catheter revealed that there was a pinhole in the balloon above the distal marker, confirming the reported rupture. The balloon did not exhibit any visible traces of mechanical damage (scratches). Scanning electron microscopy (sem) confirmed that there was a leak located along a fold/crease in the balloon with mechanical damage, shredding and partial tears observed along the outer surface at and adjacent to the leak. Damage was also observed on the distal taper and distal marker. Sem analysis concluded that the balloon failure may have been attributed to mechanical damage to the outer surface. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this report. In this instance, a definitive cause for the reported balloon rupture along the fold and damage noted cannot be determined. There were no reports of leaks noted during preparation for use, which may indicate that the rupture was not present prior to the procedure. It is possible that the balloon and marker were damaged/pinched during manufacturing such that upon inflation attempt, the balloon ruptured as a result of the damage, though this cannot be confirmed. All dilatation catheters are visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify the rated burst pressure (rbp) and balloon integrity. Balloon material ruptures may be caused by numerous factors including, but not limited to: balloon damage during processing of the balloon material, materials, inflation technique, interaction with other devices (i.e. A previously implanted stent), lesion calcification and tortuosity or insufficient preparation prior to use. Based on the information provided, the lesion was 90% stenosed, which may have contributed to the reported difficulty.